Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed by changing the CT position. The philips field service engineer (fse) inspected the system onsite and confirmed that the 3d roll was not able to be performed. A review of the system logfile cannot confirm the malfunction. Upon troubleshooting actions, fse performed a 3d roll and found the system had a collision. Fse cleaned the c-arc bearings and rails and calibrated the c-arm current adjustment. Fse replaced the cable hose tension in another case. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not perform roll 3d spin. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.